Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this lead exhibited high pacing threshold measurements. The issue could not be resolved, so this lead was removed and another lead was implanted to complete the procedure. No adverse patient effects were reported.